Manufacturer narrative:
On 03/06/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a saline mentor breast implant and experienced deflation on the left breast implant. The deflation was diagnosed by physical exam by the healthcare professional on (B)(6) 2018. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/09/18, it was reported too mentor that the the device history record ( DHR) of lot number 5996995 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent at the juncture of the patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/27/18, it was reported to mentor that the affected product catalog number is saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, lot number is 5996995. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following event took place on (B)(6) 2018: on (B)(6) 2018, it was reported to mentor that the catalog number is saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, lot number is 5996995. The date the report was due was 07/12/2018. Manufacturer¿s reference number: (B)(4)